Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). There was an alert on (B)(6) 2016 for excessive charge time of 16.08 seconds setting the device to end of service (eos).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of life (eol) and had a shortened time of one month between elective replacement indicator (eri) and eol. It was noted that the charge time of 16.1 seconds triggered eol. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. Analysis confirmed that the device incurred longer than nominal charge time with the original device battery. The device was able to provide a 30 joule charge within nominal charge time when using a donor battery. A battery depletion mechanism such as high current drain was not observed. No hybrid anomalies were found. Destructive analysis of the battery was performed. No internal short occurred in the battery. Backlit images of the anode showed uniform lithium discharge across the anode with no evidence of lithium severing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, ate of birth. If information is provided in the future, a supplemental report will be issued.